Event description:
It was reported that during an unk procedure that the device would not open. The device was jammed after the stapling and the surgeon had to strain to withdraw the device and that caused a tear of the anastomosis. The surgeon completed the case with a manual suture. There was no adverse patient consequence.

Manufacturer narrative:
D4; h4, 6: information not available, device not returned for analysis.